Event description:
From (B)(6) 2022 until (B)(6) 2023, I was using a walmart relion premier classic blood glucose meter to help keep my blood sugar under control. On (B)(6) 2023 and on the next day ((B)(6) 2023), I had exactly the same food for breakfast and exactly the same food for lunch and exactly the same food for dinner. And on each of those two days, I used the relion meter to measure my blood sugar two hours after dinner. On the first day ((B)(6) 2023) my blood sugar was 86, and on (B)(6) 2023 my blood sugar was a whopping 186. How did that happen? The food I ate for all six meals was as follows: 2 cups of general mills rice chex cereal with half a cup of skim milk and a slice of sargento's mild cheddar cheese. Except that during lunch on both days I also had a hershey's chocolate (no nuts) candy bar with an extra cup of skim milk. The test strips came from the same container of strips. The reading of 86 was no doubt correct. There is no way the reading from the second day should have been 186. But these wild variations are not uncommon with this brand of meter. I have had two of these meters in the last year, and they both had this problem. Incorrect readings like this could cause a user to be diabetic and not know it. Relion (distributed by walmart).